Manufacturer narrative:
A steris service technician inspected the table and found no damage to the table and was unable to duplicate the reported event. He found that the leg section of the table to not be inserted properly. The technician properly inserted the leg section and tested the table and returned it to service. No additional issues have been reported. While onsite the technician advised hospital personnel of the importance of properly installing the leg section before table use. The table was installed on 7/16/2014 and is under steris warranty.

Event description:
The user facility reported that during a patient procedure, the surgical table would not raise to its maximum height. Although the table was unable to be commanded to its desired height the procedure was completed successfully. No injuries or procedural delays or cancellations were reported.